Event description:
It was reported that a pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman double curve access system (was) and a watchman flx closure device and delivery system (wds) was selected for use. The physician noted that there was a small posterior localized pericardial effusion observed via intra-cardiac echocardiography (ice) prior to procedure. The "(was)" was advanced into the laa after transeptal puncture over the guidewire. During the contrast injection of appendage, the physician noted a perforation of the left atrial appendage with a circumferential pericardial effusion. Pericardiocentesis was performed to treat the effusion. Approximately 2000ml of dark red blood was removed over a timeframe of 45-60 minutes to treat the effusion. A second physician assisted with the procedure and successfully implanted a 31mm closure device (lot 31857681). The patient was sent to the intensive care unit (ICU) in stable condition and discharged two (2) days later. There were no further no patient complications reported.